Event description:
It was reported that the pump won't turn on. During troubleshooting, the pump display turned on when plugged into a power source. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
B5 h6: removed 1476; added 2917.

Event description:
It was reported that the wake button was not working. During troubleshooting, the pump display turned on when plugged into a power source. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.